Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor position encoder error. The customer's blood glucose was 13 mmol/l at the time of incident. The customer was unable to rewind the insulin pump. The drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motor position encoder error alarm due to motor error alarms.